Event description:
It was reported that a patient experienced a transient ischemic attack (tia) event on (B)(6) 2024, following a probable relationship with an ablation procedure and the use of an ablation catheter. On the day of the event, the patient experienced generalized discomfort with nausea, aphasia, and dysarthria lasting 10-15 minutes. These symptoms regressed at home, but a persistent headache remained. During hospitalization, which lasted four days starting on (B)(6) 2024, the patient's anticoagulant medication was changed. The clinical event was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.